Event description:
It was reported that the system was displaying excess noise after boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a video splitter. System operates as intended.